Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A new cartridge was loaded to address the event and insulin delivery was resumed. Blood glucose (bg) level was 42 mg/dl; cause was unknown. Carbohydrates was consumed to treat the low bg level. Review of the pump data logs by tandem technical support verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the user entered a blood glucose (bg) of 42 mg/dl on (B)(6)2018. A few hours later the user also entered a bg value of 25 mg/dl then five minutes later the user entered a bg of 106 mg/dl. Two boluses were requested on (B)(6)/2018 and both were interrupted before completion by an alarm. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The insulin gauge approximated 40 units at midnight on (B)(6)/2018. Throughout the day, the user delivered 3.25 units via bolus and 2.65 units via basal. Subsequently, the insulin gauge estimate lowered to 35 units. There is no evidence that the insulin pump experienced a malfunction or failure.